Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). ((B)(4)) used to capture the surgical intervention and emotional distress. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: jun 28, 2017: litigation received. Litigation alleges corrosion and friction wear caused amounts of toxic cobalt-chromium metal debris, thus, patient experiencing pain, discomfort and inflammation. Patient also experienced extreme discomfort when sitting for periods of time, walking, standing or sitting. Update ad 17 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of litigation records. In addition to what was previously alleged. Litigation alleges excision of a large pseudotumor, injuries, emotional distress, disability and disfigurement. Doi: (B)(6) 2006; dor: (B)(6) 2016; left hip.